Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with thin or friable leaflets, a dilated atrium, reduced ejection fraction (ef), and a complex and suboptimal transseptal puncture. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. On (B)(6) 2026, later in the evening, the patient experienced dyspnea and fatigue. An echocardiogram was performed and revealed that the clip had detached from the anterior leaflet and remained attached to posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with thin or friable leaflets, a dilated atrium, reduced ejection fraction (ef), and a complex and suboptimal transseptal puncture. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. On (B)(6) 2026, later in the evening, the patient experienced dyspnea and fatigue. An echocardiogram was performed and revealed that the clip had detached from the anterior leaflet and remained attached to posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. A review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported slda is most likely related to patient anatomical factors. The reported recurrent mr, dyspnea and fatigue are cascading effects of the slda. The reported patient effects of mr, dyspnea and fatigue, as listed in the eifu, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment were the results of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.